Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode, could not be reprogrammed and there was no telemetry.